Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector and bail cover and the missing parts. The epg was returned to the customer without repair at the customers request. Correction: incorrect device term used, the correct term was added. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector and a broken bail cover. The epg was also missing a bail cover, bail attachment, ring cover, and a ring attachment. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector and a broken bail cover. The epg was also missing a bail cover, bail attachment, ring cover, and a ring attachment. The programmer was returned for service. No patient complications have been reported as a result of this event.